Event description:
During an unknown procedure, the clips did not close during use and had to be retrieved from the site. Additionally, a small piece of metal fell out of the clip applier. No obvious piece of the device is broken. This occurred on the first firing cycle. The procedure was completed with another clip applier. There was no patient consequence.